Manufacturer narrative:
Clarification to a6: "mixed race" was reported.

Event description:
Later, healthcare professional reported "lymph node did not exist before implantation".

Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Mobile: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "pain", "hardened", "deformity" and "grade iii capsular contracture", "cysts", "bulky and multiple radial folds", "lymph node" and "lump". This record is for the right side. The device remains implanted.